Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, catalog number - correction, serial number - correction, lot number - correction, UDI number - correction, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and could not be verified because the transmitter and receiver did not successfully pair. A review of the downloaded receiver log did not find any errors related to the customer complaint. The reported event of a loss of connection was not confirmed. A root cause could not be determined.